Manufacturer narrative:
The vascade 6/7f device was not returned for evaluation; therefore, no physical investigation will be conducted. Per the vascade® vascular closure system (vascade vcs) 5f and 6/7f instructions for use "pseudoaneurysm is a complication that may occur and may be related to the endovascular procedure or the vascular closure."

Event description:
The patient underwent an unspecified diagnostic procedure utilizing two vascade 6/7f closure devices, both inserted through a 6f sheath. During the procedure, the physician reported that the collagen plug from the first device failed to deploy. A second vascade device was successfully deployed under fluoroscopic guidance, and final hemostasis was achieved without any immediate patient complications. Ten days post-procedure, the patient presented to the emergency department. An angiogram revealed the presence of a pseudoaneurysm. Subsequent angiograms on (B)(6) 2025. Confirmed the continued presence of the aneurysm. It remains unclear whether the patient received treatment for the condition.